Event description:
It was reported that the micro reciprocating saw ran on its own during a demonstration testing visit. There was no patient involvement and no adverse consequences associated with this event.

Event description:
It was reported that the micro reciprocating saw ran on its own during a demonstration testing visit. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
Device not being returned for evaluation.

Manufacturer narrative:
The reported event of run-on was not duplicated. After disassembly the service technician noted the motor cartridge was corroded. The device can run without user activation if the motor cartridge is corroded. Therefore, it is likely the reported event was being caused by the corroded motor cartridge.